Manufacturer narrative:
Additional information: b5, d9, h6. Additional information received on 5/22/2024: the patient underwent original surgery on (B)(6) 2020, due to irritation and pain from prominence over the medial forefoot, the patient underwent revision surgery. At this time, it is unknown which products were explanted, per the facility representative, it was not documented in the operative report notes. The same surgeon performed both surgeries.

Event description:
Additional information received on 5/22/2024: the patient underwent original surgery on (B)(6) 2020. Due to irritation and pain from prominence over the medial forefoot, the patient underwent revision surgery. At this time, it is unknown which products were explanted, per the facility representative, it was not documented in the operative report notes. The same surgeon performed both surgeries.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024 it was reported by a facility representative via email that a post-market clinical study was performed for a clinical outcome of midfoot arthrodesis using the arthrex dynanite staple. The patient had two ar-8719mxds-2020 dynanite supermx nitinol staple implanted. On (B)(6) 2022, post-operation, the patient presented with pain. The patient underwent revision surgery on (B)(6) 2022 for hardware removal. No further information has been reported. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.